Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: a product evaluation was performed only by the picture and video provided with this report because the product said to be involved was not provided to cook for evaluation. Our evaluation of the photo and video provided confirmed the report. The video provided shows the device connector/generator plug has detached from the cord. The photo provided shows the device cord, without the connector, coiled on a pouch. The label on the pouch matches the reported lot. The photo and video provided in the complaint were provided to production leadership and manufacturing engineering on 01/04/2024. While a complete evaluation of the device was not possible, as the complaint device was not provided, it was determined the most likely cause was that the generator plug was insufficiently secured to the device cord during manufacturing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo and video provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The likely cause for this observation is that the plug was not sufficiently secured to the cord. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. The operator has undergone requalification in the manufacturing process for this product. Prior to distribution, all universal active cords are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook universal active cord. It was reported that when the doctor removed the cable from the packaging, the wire was already loose. A video of the product was provided that shows the device connector/generator plug has detached from the cord [subject of report]. This occurred prior to patient contact; there was no impact to the patient.